Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving intrathecal baclofen 1.5mcg/ml at 400mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. Concomitant medications included lasix, verapamil, pravastatin, zestoretic, nexium, tramadol, "vericaine". The patient medical history included spasticity, spinal cord injury, atrial fibrillation, type 2 diabetes, hypertension, and hematuria. The specific date of the event was unknown. It was reported the pump was exposed over about 2 mm defect in the abdominal incision. There was no sign of infection systemically, but there was a prior local infection at the abdominal site only. There was no identified product issue reported. It was considered to remove the pump and replace it on contralateral side at the same surgical setting. Additional information was received from a company representative (rep) indicated she did not know the pump was infected or exposed. The last it was mentioned to the rep they were managing him with wound care because they thought the pump had cellulitis. The status was unknown at the moment. If additional information is received, a follow-up report will be sent. Further information received from the health care provider (hcp) reported that the pump was explanted (B)(6) 2016. The patient first started experiencing the exposed pump in (B)(6) 2015. The patient had been followed by infectious disease for associated actions or interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.